Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 an e-mail from a patient's (pt) family member reporting that the pt used to wear the acuvue advance contact lenses. The family member reported that the pt went to the same optical to purchase additional lenses and reported that the pt was advised that they "stopped importing them and now the oasys come instead." The pt's family member advised that "normally we buy lenses for a full year, but in this occasion the pt does not know what to do if there are no more of the ones the pt uses since the pt had a corneal ulcer and these were the only ones that were comfortable and the pt uses." On (B)(6) 2015 a call was received from the pt's family member and the following information was obtained as follows: the pt's family member reported, "the pt had a corneal ulcer and it happened as the pt was wearing contact lenses, however he/she states that they were not advance lenses and can't rule out that it was not an acuvue product." The date of the event is unknown and the affected eye is unknown. The acuvue product is unknown, availability is unknown. And the lot number is unknown. This event is being reported as a worse case. No additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.